Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-01034. It was reported the patient was undergoing a drg trial for new pain and x-rays were taken and showed the original drg leads appeared as if they had migrated. The physician repositioned the scs leads during the procedure on (B)(6) 2018.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-01034. Follow up information identified effective therapy is questionable. Further reprogramming provided effective stimulation. It was determined the swift lock anchors were not locked thus the leads migrated.